Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: bfxc2816165 stent graft, implanted: (B)(6) 2007; iexc182285 stent graft, implanted: (B)(6) 2007; ilxc1822115 stent graft; implanted: (B)(6) 2007; etlw1613c156e stent graft, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that there was t-wave oversensing (twos) on the patient's right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.